Event description:
It was reported that after wearing the pod longer than 48 hours, the site was inflamed, itchy, red, with pus and blood. The patient contacted the doctor, who prescribed a cream (betacorten g) to be used on the affected area.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.